Manufacturer narrative:
No sample will be returned for eval.

Event description:
It was reported the central line was being placed into the pt's subclavian. During insertion, the physician experienced difficulty and the wire kinked.